Event description:
It was reported that the patient claimed that several boluses were programmed but they were not delivered. The undelivered bolus allegedly occurred on 4 separate days in (B)(6) 2012 at the patient's lunch time. There was a report that on (B)(6) 2012 the patient experienced bg of 393mg/dl. The reporter denied symptoms of hyperglycemia and did not require medical attention. It was said that the hyperglycemia was resolved with the delivery of a bolus. There were no reported issues with the keypad, and the reporter confirmed that use error did not occur. Although the bg elevation does not meet the definition of an adverse event, this complaint is being reported because of the allegation that the pump did not deliver 4 boluses as expected by the user.

Manufacturer narrative:
(B)(4):a review of the pump histories indicate that the basal and bolus totals for (B)(4) 2012 correctly match the total daily dose history for those dates. A normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. There was no hypersensitivity observed with the keypad buttons. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.